Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The cause of the patient¿s dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation and subluxation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient experienced a left hip dislocation approximately 60 months after initial left hip replacement surgery. The patient's dislocated hip was reduced in the emergency room. The initial construct remains implanted. The outcome of the event is unknown. No additional information is available.

Manufacturer narrative:
D10: 190-30-03 - alteon ha s clr std sz 3: (B)(6). 01-030-01-0450 - alteon cup clstr g4 sz 50: (B)(6). 170-36-93 - biolox delta femoral head 36mm od, -3.5mm: (B)(6). 01-030-40-0436 - alteon xle lnr ntrl g4 36: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.